Event description:
Pinhole in balloon was observed that prevented the completion of testing this ich stability unit. The components of this device represent components used in commercially released products. The internal lot number is 0101061480.

Manufacturer narrative:
Inspection of the product confirmed a balloon leak in the middle of the balloon at 16 atm during pressurization testing. The leak was located 21mm from the distal tip of the catheter. Light external surface damage was noted along the leak site tear edge. The leak site inner surface showed no evidence of damage. It appears that the leak was initiated from the external surface.